Manufacturer narrative:
PMA/510k: this report is for an unk - torque devices/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, patient underwent a & p lumbar fusion procedure, while instrumenting l4-l5 one of our synfix evolution fine tip screws/20mm sterile torqued out early. When placing the next screw, they were unable to advance it all the way down. The surgery spent approximately fifteen (15) minutes trying to remove the screw that would not advance. However, they noticed that the screw could not advance because the previous screw was not completely down. The surgeon drove the screw to the torqued early down and was able to advance the other screw. It is unknown if the procedure was completed successfully. There was no patient consequence reported. Concomitant device reported: unknown screwdriver: (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for (1) unk - torque devices. This is report 2 of 2 for (B)(4).